Event description:
It was reported that the patient presented to the hospital after hearing the lead integrity alert [lia] tone. It was also reported that the right ventricular [rv] lead had many short v-v intervals, a sudden increase in impedance, high impedance measurements and noise was present. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. S2d summary: high resistance/impedance: 2 - patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2012, 21:00:14 and (B)(6) 2012, 15:00:15. Daily pace lead impedance trend data shows an abrupt increase for ventricular pace bi impedance = 684 to 4047 ohms peak between (B)(6) 2012. Oversensing: 15 ventricular nst <= 180ms on (B)(6) 2012, in the timeframe between 11:12:14 and 11:49:11. Interference/noise: ventricular short interval count v-sic=1249.7 counts avg/day, in 2.98 days, between (B)(6) 2012, 12:50:26 and (B)(6) 2012, 12:14:35. Lead integrity alert triggered: one - patient alert for lead failure predictor on (B)(6) 2012, 03:00:07. The proximal segment of the lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the outer tubing overlay, which was also melted and exhibited cosmetic environmental stress cracking. The outer insulation exhibited a cosmetic depression and the lead exhibited apparent explant damage.